Event description:
The customer reported additional information that as soon as the diathermy was inserted it was noted that there was a burn mark on the liver capsule. This did not result in any adverse outcome for the patient.

Event description:
The customer reported that during a laparoscopic cholecystectomy procedure, the generator remained continuously activated when the footpedal was released. The handpiece was inside the patient when this incident occurred. No patient harm or injury was found at the end of the case.

Manufacturer narrative:
(B)(4). Date of initial report : 02/12/2015. The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) 2015. The unit was returned and nothing was found that would have caused or contributed to the reported event. The generator passed electrical safety and functional testing. Testing was performed using the rp2 foot pedal used by the customer and the reported condition could not be replicated.